Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission with alerts for noise on the right ventricular lead. The patient was brought in clinic on 12/27/2018. No further information was available.